Event description:
It was reported to tyco/kendall healthcare in 2007 that a customer had a problem with a 22x1 1/2 needle. The customer reports "physician was injecting the pt's hip joint with steroids. When withdrawing the needle, the needle broke off at the hub and remained in the pt. Since there was part of the needle still exposed, the physician was able to remove the needle without causing harm to the pt."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.